Event description:
A caller reported receiving a minimum fill notification while attempting to load a new insulin cartridge. Despite the issue, there was no adverse impact to the customer's blood glucose level as the usable insulin in the cartridge was confirmed to be adequate. The caller successfully resolved the issue by reloading the same cartridge, enabling them to continue using the insulin pump as normal.